Event description:
The customer reported that the insulin pump did not alarm no delivery when the cannulas were bent, and his blood glucose was high. The blood glucose reading at the time of the call was 155mg/dl. The customer stated that when he inserted another infusion set, his blood glucose returned to normal, then later his glucose level started going up again. Troubleshooting was performed. Ran a prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.